Manufacturer narrative:
The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The initial customer report was that multiple nurses tried to activate the set and were unable to do so. Initially there was no report of any pt event; customer did note some crystal residue which was attributed to a "strenuous effort to activate". This was initially interpreted to mean that the user was unable to prime the set and that the set had not been used on a pt. However, upon receipt of the package, old blood was noted throughout the set, and the package had a handwritten label which states "defective/cracked at hub (blood backed up and saturated mom's clothes)". No pt harm or medical intervention was reported. No further pt/event info was provided.